Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it alarmed extended high ppeak on start up. The customer did not report patient involvement or patient harm, it is unknown at this time.

Manufacturer narrative:
Results of investigation: the carefusion service department was unable to evaluate the reported gas delivery engine (gde). The gde was received damaged and without electrostatic discharge (esd) protection, therefore no investigation can be performed.